Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 months and 3 weeks following the implant of this transcatheter bioprosthetic valve, the patient died. Per the physician, it is unknown whether the valve or the procedure contributed to the patient's death.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 months and 3 weeks following the implant of this transcatheter bioprosthetic valve, the patient died. Per the physician, it is unknown whether the valve or the procedure contributed to the patient's death. Additional information was received that approximately three months and three weeks following the valve implant, the patient was hospitalized due to a left thoracic subcutaneous hematoma and hemorrhagic anemia, which was suspected to have been caused by the hematoma. Per the physician, the hematoma and subsequent anemia were not attributed to the device or procedure.